Event description:
It was reported that therapy has turned off several times and when they turn it back on, it is like an electric shock through their body every time. Patient said the first time it happened was probably in december (2025) and it has happened 4-5 more times since then. Pt said at implant they were told to charge every other week. Reviewed some recharging information and recommended patient charge more often rather than less often. Pt said their stimulation settings could use a boost, 2.5 is as high as they can increase. Reviewed the doctor sets up the programming.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.